Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endowrist one vessel sealer instrument and completed failure analysis evaluation. Investigation was not able to confirm or replicate the customer reported complaint. The instrument was placed on the da vinci in-house system and was tested for energy activation. When the energy pedal was activated, energy was delivered. There was no damage observed to the snakewrist, cables, or to the conductor wire. The instrument passed tests related to grip, sealing and cut. System logs were verified for instrument use during the surgical procedure and showed that the instrument had 45 complete cuts with not additional findings. This complaint is being reported due to the following conclusion: the reported insufficient sealing could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was initially reported on (B)(6) 2015 that during a da vinci assisted low anterior resection procedure, the endowrist one vessel sealer instrument delivered an insufficient burn. Additional information was obtained on (B)(4) 2015 from the nurse who assisted in the surgical procedure. She clarified that the vessel sealer instrument was not sealing sufficiently. The surgeon felt that the instrument was not working adequately from the beginning of the case. Neither the system nor energy generator gave any errors/ warning messages. The seal cycle did not take a long time and there were no messages related to sealing cycle. The surgeon side console master grips were closed completely during use. The surgeon did not see the desired thermal effect on the tissue like blanching, tissue charring; however the audible beeps at the end of the seal cycle which indicated that the seal cycle was complete, were heard. The surgeon then used the cut function however the seal was observed as not good or adequate / sufficient. The issue was resolved by replacing the affected instrument. Additional information was further obtained from the surgeon on (B)(4) 2015. The surgeon confirmed that she was in seal mode and had heard the audible beeps of sealing and then cut however the cut edges demonstrated no evidence of sealing. She noted that she had to double burn. The blood loss was about 200 cc and did not require any intervention. The tissues / vessels that were attempted to seal were non-calcified, not skeletonized were not thick / in excess of 7 mm. There was no attempt to staple over clips or staples, as the surgeon typically just uses the vessel sealer instrument. The vessel sealer instrument was the first thing that she used during this rectal cancer case; therefore there was no carbonized tissue. She did not encounter any tissue tension. The instrument jaws were clean and were not immersed in any liquid such as blood or saline. The planned surgical procedure was completed. There was no report of patient harm, adverse outcome or injury.